Event description:
The physician tried it on this pt that was using a neuromuscular blockade while still on the conventional vent. The nursing staff kept getting an error on the initial sensor check, saying that all of the contacts failed. They tried a different monitor thinking it was a monitor issue, but that wasn't it. The physician tried starting from scratch (cleaning and drying the skin, etc.) And got three contact points to pass, but contact point number failed. Thinking that perhaps we had a bad lot of sensors, the physician asked whether there were another lot of sensor probes, but there were none. The physician subsequently tried twice more with two new sensor probes and again it kept saying that contact point number was inadequate while all the others passed.